Event description:
Boston scientific crm received information that a revision procedure was performed one month post implant for dislodgement. Both the right atrial (ra) and right ventricle (rv) leads were stretched beyond the stated length. It was reported that this patient was of very large size and this condition may have contributed to the reported observation. The physician elected to replace the original leads with new ra and rv leads. There were no adverse patient effects. Dates were provided by boston scientific.